Event description:
The subject device was used during a laparoscopy-assisted colectomy, and the probe damage error occurred. When the user activated output of the device for testing, the probe broke off outside the patient. The procedure was completed with a similar device. There are no patient injuries reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation except for the fragment of the probe. The evaluation confirmed that the probe broke off at 14.5mm from the distal end. There was a scratch, which may lead to the fracture, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe was scratched since the user activated output with contacting the probe with some hard objects. Then the crack developed from the scratch on the probe by output during the procedure, which caused the error. After that, the probe broke off by physical stress, when the user activated output for testing outside the patient.